Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system would not report an impedance measurement and experienced intermittant loss of capture.